Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a knee scope procedure, on skin closure, the 12 suture strands broke. The product was discarded and another was opened to complete the case. There was no patient injury.